Manufacturer narrative:
The device in question was returned to manufacturer for evaluation as reflected in section d9. The investigation is not yet complete, investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that c-mac light worked fine in the ot, but the light failed when the blade was processed in cssd. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).